Manufacturer narrative:
Event codes were derived based on information documented by a cardinal health tech support specialist in response to phone conversation with a user facility representative and from a letter received on (B)(4) 2009, from the user facility that was in response to a letter sent by cardinal health seeking additional information. (B)(4). The following information concerning the evaluation of the device, is a summary of the information documented by the cardinal health field service rep. The cardinal health field service engineer evaluated the device for the reported "driver stopped with no alarms" and determined that the root cause of the reported "driver stopping" was a faulty 3 ohm driver (B)(4), (B)(4). However, the cardinal health field service engineer was not able to reproduce the reported "alarm failure" thus was not able to identify a root cause for this allegation. The unit alarmed appropriately during the evaluation. Upon receipt at the factory, the cardinal health service department technician evaluated the 3 ohm driver (B)(4), (B)(4) and identified a failed connection on braided wire (B)(4). This braided wire (B)(4) connects the coil assembly (B)(4) to the driver cable (B)(4). A review of trended complaints for the past 6 months does not reveal a trend associated with braided cable (B)(4) at present, this event is considered to be an isolated incident. Additionally, this file will be trended as part of our monthly trending. The cardinal health field service engineer replaced the 3 ohm driver with one that was sent to the customer on sales order (B)(4). He then ran the device through a complete checkout to ensure it meets all factory specs. Upon completion, the device was returned to the customer to be placed back into the service. No component and symptom trend has been identified and this event is considered to be an isolated incident. This file will be trended as part of our monthly trending.

Event description:
The following description of the event was documented by a cardinal health tech specialist in response to a phone conversation with a user facility representative. "He reports that incident happened on the night shift, so he wasn't there. He found out that the patient was on a map of 30, amp of 115, 4hz and 30bias flow. All of a sudden, the driver just stopped. There wasn't any indication of loss in pressure because he stated that they reported that there were "no alarms". He doesn't know if the oscillator stopped light was on or not, and he doesn't know if any other visual alarms (overheat light, <paw, etc) were present. The patient was placed on a replacement vent, so there was no patient compromise." The following additional information concerning the event was copied from a fax received from the user facility on (B)(6) 2009, that was in response to a letter sent by cardinal health seeking additional information. "Patient was on the 3100b map 30, amp 115, hz 4, biasflow 30. The driver stopped moving all at once. No alarms were audible. The circuit was checked for leaks, but none were found, could not get driver restarted and patient placed on conventional ventilator, patient has since been extubated and discharged from ICU and placed on med surg floor."